Manufacturer narrative:
Received 1 used leg bag with the tubing still attached only. During visual inspection noted no obvious defects on the sample received. The sample was inspected and did not see any folds in the flutter valve that could have contributed to the reported issue. The extension tube was inspected and did not notice any bend in the tube that could have contributed to the reported issue. During the functional evaluation, the extension tube was connected to a new 16 fr. Catheter (is not part of the sample received) after the sample was tested passing water through of new 16 fr. Catheter, and noted the liquid flow toward the interior of the bags until is filled to its maximum capacity. During this test, did not notice that the flow stopped. The flow was continuously. At the end of functional evaluation the liquid of the leg bag was drained to the exterior of the bags and did not notice any difficulty or problem to drain. Additionally the vinyl¿s were cut to verify the embossed of the bags to be correct on the sample received and no problem noticed on the embossed. After that, the bag was cut checked the embossed on the flutter valve on the sample received. Reviewed the inlet tube of the bag where the flutter valve is sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bend or had any type of obstruction and no problem was found. Reviewed the embossed of the flutter valve, which is on the external part; therefore, the assembly is correct. Reviewed the embossed of the clear vinyl of the leg bag, which is on the internal part; therefore, the assembly is correct. Reviewed the peripheral seal, rotary seal of the bags and no problem was found. No problem could be noticed on the flutter valve on the sample received the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- position bag on leg with flutter valve at top. - attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. -to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Straps and 18¿ latex-free extension tubing" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flutter valve allowed the bag to fold over and block the flow of urine. It also allowed the sides to stick, allegedly resulting in pain and discomfort to the patient. The complainant reportedly had to hold the drainage tubing directly in line with the channel to get urine to flow; however, after a couple of days that technique was no longer successful. There was no patient injury reported and no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flutter valve allowed the bag to fold over and block the flow of urine. It also allowed the sides to stick, allegedly resulting in pain and discomfort to the patient. The complainant reportedly had to hold the drainage tubing directly in line with the channel to get urine to flow; however, after a couple of days that technique was no longer successful. There was no patient injury reported and no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flutter valve allowed the bag to fold over and block the flow of urine. It also allegedly allowed the sides to stick, resulting in pain and discomfort to the complainant. The complainant reportedly had to hold the drainage tubing directly in line with the channel to get urine to flow; however, after a couple of days that did not work either. There was no patient injury reported and no medical intervention required.